Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "underinfusion". According to the customer: "no patient consequence despite the correct indication of the volume to be injected, there is still product in the bag (example: bag volume indicated 250ml, at the end there is still 50 to 100ml in the bag)".

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). As no sample and no meaningful picture was provided, proper investigation on malfunction could not be performed. Hence, the complaint is considered as not confirmed. Additional information from our sales organization in france: "we had received a complaint from the customer for the same device but with different dates of occurrence. This is the reason why we created 2 cc." The case was processed under internal complaint number (B)(4) - MDR 9610825-2022-00107.